Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed supplies prior to contacting tandem customer technical support to address the issue. The customer's blood glucose (bg) level was 450 mg/dl.